Manufacturer narrative:
This report is submitted on april 5, 2023.

Event description:
Per the clinic, the patient experienced skin necrosis, wound discharge and an infection at the implant site which was treated with IV antibiotics. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on march 9, 2023